Event description:
It was reported that as the surgeon advanced the preloaded intraocular lens (iol) into the wound made on patient's operative eye, a cracking was heard, and the cartridge split apart. The backup lens too started to do the same thing, although not as badly as the first lens. The surgery was continued with the backup lens. It was indicated that balanced salt solution (bss) was used to load the lens. No other information was provided. This report captures the first lens which was partially inserted and removed, and a separate report will be submitted to capture the backup lens which was implanted.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in the retracted position. A crack could be observed that began in the cartridge tube and extended through the tip could be observed. No further issues with the handpiece could be identified. In the customer provided photos, a lens can be seen stuck inside of the cartridge tip and bursting through the crack. However, no lens was received as part of the return. The reported complaint issue of cracked cartridge was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other reported complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: per investigation results there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.